Event description:
Procedure type: hernia. According to the reporter: when the cartridge was loaded to the handle and the surgeon began to use the device the needle toggled and came off the handle. Doctor was able to recover and remove the needle from the patient cavity by busing a grasper. The doctor used a different device to continue the case. There was no bleeding reported in excess of 250cc. Ther case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).